Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On an unknown date the patient underwent a spinal surgery in which screws were implanted. Post-operatively, the patient reported continued low back pain radiating to both legs. It was reported that on (B)(6) 2006 the patient underwent: removal of hardware, l3 to s1 bilaterally. Lumbar instrumentation, l3 to s1 bilaterally using screw instrumentation. L3 to s1 posterolateral arthrodesis using the bone morphogenic protein and bone graft. Preoperative diagnosis: l3 to s1 non union with lumbar instability. As per op notes: ¿exposed from l3 to s1. The previous system was screw instrumentation, and this was removed without difficulty. At s1, both screws were broken approximately 1cm from the screw head. We were unable to remove the remainder of the screw, so the sacrum was recannulated for new pedicle screws. L3 to s1 instrumentation. Posterior arthrodesis using the bone morphogenic protein and bone graft. The lateral elements at l3 to s1 were decorticated. Bone morphogenic protein was prepared, and bone graft. The lateral elements at l3 to s1 and the bone morphogenic protein were packed into the lateral gutters.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.